Event description:
It was reported that the patient was referred to surgeon due to high impedance. The patient was scheduled for surgery. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that x-rays were done and were normal. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance.

Event description:
It was reported that the patient underwent generator and lead replacement surgery. The explanted devices have not been received to date. No additional relevant information has been received to date.